Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for high out of range shock impedance. The impedance has been gradually rising. Boston scientific technical services recommended to perform a commanded maximum energy shock when the impedance has exceeded 150 ohms. It was noted that there has not been any recent therapy provided by the device. The lead remains in-service. No patient symptoms or adverse patient effects were reported.